Manufacturer narrative:
(B)(4).

Event description:
Received information the stimulator turns itself on at night and wakes the pt. The pt states the ins is not effective at night for her so she turns it off around 10:00 pm and starts to feel stimulation around 5:00 am (while it is off), interrupting her sleep. She can feel it traveling up her body, not located around the vagina/pelvic area, but more around the navel area. This started over the last couple weeks. Since it is not effective at night she still goes to the bathroom 3 times per night. Additional information has been requested and if received a follow up report will be sent.